Event description:
It was reported that during use with 3 bd maxzero¿ multi-fuse extension set with needleless connector device experienced leakage. The following information was provided by the initial reporter: we have had another report of a leaking maxzero trifuse filter (mz9270) on 6/7. The event was described as ¿at 0100 it was noted that tpn had leaked all over patients bed. All connections were assessed to be tight and leakage was noted to be coming from around the filter of the tri-fuse extension set. The tri-fuse was removed and replaced. Upon removal the tri-fuse was flushed with ns and a leak was noted just below the filter piece where it connects to the plastic tubing.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023 h6: investigation summary a complaint of filters leaking was received from the customer. 103 samples were received. 50 of these samples will be investigated under this complaint. 10 samples were sent to the manufacturing site unopened, to be investigated. 4 samples leaked at the connection of the lower part of the filter to the rest of the set. 15 samples leaked at the filter vent. The customer complaint of leakage was confirmed. A device history record review for model mz9270 lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the leak at the connection site of the filter and set. An investigation was performed at the plant, and the possible root cause of this leak was related to the solvent dispenser and partial solvent in the assembly by the assembler. A quality alert was generated to reinforce the correct application of solvent and the scalation of failure in the solvent dispenser. The supplier was notified of the filter leak. The retained samples for lot number 23029243 were retrieved, inspected, and tested and all were compliant. A batch review was performed for the reported lot, and there is no record of this defect on lot number 23029243. Samples were provided to the supplier for investigation, and the hydrophobicity of the membrane was found compromised. Once the units were flushed with water for minimum 8 hours the membrane regained its hydrophobicity, only 2 parts continued to leak but some airflow was visible after flushing. In relation to all other units the airflow was present, and the vent membrane was compliant and within specification when tested at 50 psi for 2 minutes (the actual specification is 35 psi for 15 seconds). This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd maxzero¿ multi-fuse extension set with needleless connector device experienced leakage. The following information was provided by the initial reporter: we have had another report of a leaking maxzero trifuse filter (mz9270) on (B)(6). The event was described as ¿at 0100 it was noted that tpn had leaked all over patients bed. All connections were assessed to be tight and leakage was noted to be coming from around the filter of the tri-fuse extension set. The tri-fuse was removed and replaced. Upon removal the tri-fuse was flushed with ns and a leak was noted just below the filter piece where it connects to the plastic tubing.¿